Event description:
The reporter stated that the surgeon was inserting an aq2010v three piece silicone lens into patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.